Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of distal aortic arch and abdominal aortic aneurysms. First, the physician advanced a 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/15871372) and deployed two conformable gore® tag® thoracic endoprostheses without issue. The physician then converted the patient to the endovascular repair of the abdominal aortic aneurysm and successfully deployed gore® excluder® aaa endoprostheses with the same 22-fr sheath. Upon withdrawal of the sheath, the right external iliac artery was ruptured around the right iliac bifurcation. It was reported that a vessel diameter around the right iliac bifurcation was 6.8mm and the physician felt resistance while advancing the sheath. The physician coil-embolized the right internal iliac artery and implanted a contralateral leg component to repair the rupture. The patient tolerated the procedure.